Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery case has stopped closing because of the broken locking material. No more information has been provided.